Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobe resection, while treating the blood vessels, the surgeon was able to press the green button but could not squeeze the handle. Surgeon replaced the device. There was no patient injury.